Event description:
Us complainant reported the patient was on impella rp flex support. While on support, rp flex was noted to be in suboptimal position on daily chest x-ray, trans-esophageal echo (tee) demonstrated outflow in right ventricle. The patient was brought to the catheterization lab and device attempted to be repositioned. After multiple unsuccessful attempts the doctor decided to remove and replace rp flex impella. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined.